Event description:
This case was reported by a consumer and described the occurrence of vomiting blood in a (B)(6) year old female patient who received oral moisturisers (biotene moisturizing mouth spray (2013 formulation)) over a period of 3 years for an unknown drug indication. A physician or other health care professional has not verified this report. The patient's past medical history included back fracture and back surgery. Concurrent medical conditions included physical rehabilitation. Co-suspect medication included unknown medication. On an unknown date reported as three years ago, the patient started oral moisturisers. Approximately 3 years later, on (B)(6) 2014, the patient experienced vomiting blood and weakness. This case was assessed as medically serious by gsk. Treatment with oral moisturisers was discontinued. At the time of reporting, the events were unresolved. In the event of vomiting blood consumer reported that she used the biotene mouth spray twice this morning, (B)(6) 2014, and then she threw up blood. Consumer reported that there was a tablespoon and a half of blood. At the time of the call she reported that she was getting weak. Consumer stated she has been using biotene mouth spray for 3 years without any previous problems. Biotene is manufactured in (B)(6) in the united states, and neither the product nor the lot number for this product is available. (B)(4).